Manufacturer narrative:
This report is over 30 days from the ¿date of this report¿ however, as the new information was provided on (B)(6) 2015, this report is considered to be within the 30 day timeline. The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
During a follow up call on (B)(6) 2015 the patient's girlfriend reported her boyfriend was hospitalized with high blood glucose and chest pains and reported the pod started to detach from the adhesive. His blood glucose reached 844 mg/dl. They placed him on a nitro drip and gave him a manual injection of insulin. He stays in the hospital from (B)(6) 2015 to (B)(6) 2015.